Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. The device was connected as normal and there was no difficulty experienced upon setting up the device. During the procedure, when the physician attempted to deploy the bands the bands did not deploy. The device was removed and it was noted that the bands were twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and some of them were moved and overlapped. The suture was in good condition. The handle slot had the trip wire inserted. The device was observed under magnification, and the ligator housing teeth were bent/damaged. The bands were also cracked/damaged and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped, and one band was broken. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands from their position as if twisting them, which clearly indicated inability of the device to deploy it is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used, or the patient's anatomical conditions could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on june 30, 2022. The device was connected as normal and there was no difficulty experienced upon setting up the device. During the procedure, when the physician attempted to deploy the bands the bands did not deploy. The device was removed and it was noted that the bands were twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.